Event description:
The device was used for routine ECG monitoring of a pt (details not reported). The 4-lead pt cable was connected to the pt and the monitor allegedly displayed a flat ECG trace in all leads. The operator changed the pt cable and the device subsequently displayed the pt's ECG properly. There were no adverse effect's to the pt reported as a result of the alleged malfunction.